Event description:
Draeger medical systems, inc. Has received information from a customer that a patient was set up with telemetry monitoring by a cardiologist to measure heart frequency. The patient's telemetry was sending alarms uninterruptedly for different disturbances and the responsible nurse had to replace/correct the electrodes a number of times. The nurse put the telemetry in standby mode on the central station. The nurse got interrupted and forgot the patient and the telemetry bed was left in standby mode. The nurse found the patient later with a ventricular fibrillation. The telemetry bed is still in standby mode. The patient passes away after unsuccessful heart saving actions.

Manufacturer narrative:
We have requested the model and serial numbers of the cited devices and the software versions involved in the reported event, which is currently under investigation.